Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that artifact was seen around a mojave cage during imaging performed post-operatively. Review of the imaging provided indicates that there is an unknown radiopaque line adjacent to the cage; it is currently unknown if this is related to the cage or a cage component.